Event description:
It was reported to boston scientific corporation that an advantage system and gynemesh (model gpsl) were implanted into the patient on (B)(6) 2016 for vaginal vault prolapse and urinary incontinence. Exam under anesthesia noted uterus surgically absent, vaginal cuff intact, no palpable adnexal masses. Laparoscopy findings included grossly normal abdominal survey, normal bowel and appendix, normal right fallopian tube and ovary. Cystoscopy showed normal bladder mucosa without evidence of suture or injury, jets visualized from bilateral ureteral orifices. After the implantation, the patient developed pain, urinary retention and obstipation. On (B)(6) 2020, the patient underwent a sling revision, cystoscopy, and posterior repair for rectocele and complication of implanted vaginal mesh. After dissection to locate the sling, it was noted to be tethered to the obturator fascia and further dissection was performed. After cutting the sling just lateral to midline, excision of scar tissue was performed. However, the surgeon came upon tissue that appeared to be digitations underneath adventitial tissue and was concerned about the presence of a urethral vaginal fistula. Cystoscopy was then performed which showed no evidence of defect within the urethral lumen; there was one indentation but no evidence of direct communication with the vaginal findings. Cystoscopy of the bladder showed no evidence of fistula, erosions, abnormal masses or vascular pattern. The procedure then continued with the vaginal repair. The left side of the sling was removed and there was no evidence of communication with the bladder or urethra. The digitations present were excised using a bovie and the tissue was reapproximated. Upon completion of the posterior repair and perineoplasty, the patient was taken to the pacu in stable condition. On (B)(6) 2020 the patient underwent a perineoplasty and an exploratory cystoscopy for perineal pain and sinus tract. Findings included enhanced scar of the perineal area with localized 2mm defects along the incision line of the prior perineal repair. There was no drainage or purulent material. A diamond- shaped mucosal area was marked, infiltrated with 0.25% marcaine with epinephrine, and incised with a knife. Incision from the perineal body to superior aspect of the defects; this portion of vaginal mucosa overlying the central defect was excised. The vaginal mucosa showed significant enhanced scarification of the rectovaginal fascia. Removal of the scar left a defect that was closed with a running 2.0 vicryl. The perineum was then closed in the usual manner with submucosal and subcutaneous stitches using a 3.0 vicryl. After closure of the perineum, excellent basal support, no firm scar and a normal sized vaginal introitus was confirmed. Following the procedure, hemostasis was reconfirmed. The bladder was drained with a red rubber cath. Sponge count and needle count at the end of the procedure were correct. The patient tolerated the procedure and was transferred to the recovery room in stable condition. Pathology of the perineal inflammatory tissue was perineal inflammatory tissue, debridement: fragments of skin with predominantly chronic perivascular inflammation and focal hemorrhage. On (B)(6) 2020 the patient underwent perineoplasty and cystoscopy for the preoperative diagnoses of perineal wound dehiscence and incontinence of urine and air. The perineum was noted to have 2 mm defect that was associated with a underlying nodular structure. There was no further purulent material draining from the site. An incision from the perineal body to the apex of the rectocele was made and this portion of vaginal mucosa overlying the central defect was excised. The vaginal mucosa was further dissected off the rectovaginal fascia. The mucosa was retracted with the lone-star hooks. The underlying muscularis tissue was then examined and reapproximated with several interrupted plain gut sutures. The repair was done to bring the tissue back together under no tension. Once the underlying tissue was reapproximated, the perineal body was reapproximated. The area was irrigated with a polymyxin solution several times while performing the closure. Prior to tying the ends of the sutures, the stitch was moved back and forth to assure extraction in the next 7 to 10 days. The vaginal mucosa was sent for tissue culture. Cystoscopy was used to examine the patient's urethra and bladder. There was no evidence of any defects within the bladder but the midline of the trigone and bladder looks somewhat elevated as if a prior sacral colpopexy mesh have been placed. Upon extraction the urethra was examined and there was no evidence of sling erosion. Following the procedure, hemostasis was reconfirmed. The vagina was not packed. The foley catheter was replaced. Sponge count and needle count at the end of the procedure were correct. The patient tolerated the procedure and was transferred to the recovery room in stable condition. The patient continued to have pain as well as urinary incontinence and was diagnosed with a urethral fistula. On (B)(6) 2021, the patient underwent urethrovaginal fistula repair. During the procedure, the fistula was located 2 to 3 mm from the external urethral meatus. The physician noted significant but well healed scar furcation and redundant tissue on the posterior edge of the fistula. The fistula was repaired using a u flap and remnants of scar tissue were removed. As the dissection proceeded, it was noted that the fistula contracted and the edges inverted. Additional dissection was done and the physician proceeded with closure. The patient had previous inflammatory reactions to vicryl sutures and therefore pds was used. Several 4-0 pds sutures were placed to reapproximate the posterior and anterior edge of the fistula and then subsequently tied down. A watertight test was performed 3 times in order to confirm closure of the site. Once this was done the second layer was closed in a perpendicular fashion, vertical interrupted 4-0 pds. The final closure was done with putting the flap back in place with interrupted sutures in a mattress fashion. Excellent hemostasis was noted throughout the procedure although they did use gelfoam to hold pressure and improve hemostasis. A 30 degree cystoscopy was then used to visualize the bladder and urethra. There was no evidence of perforation, the ureters were patent, and the trigone was well elevated. The urethra was observed to be free of inflammatory tissue and the length of the urethra looked well approximated. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. She was discharged home with a foley catheter for 14 days. Additional information as of february 25, 2021: it was reported to boston scientific corporation that the patient had surgeries to repair erosion on february 26, 2020, june 25, 2020, may 28, 2021, and september 9, 2021.

Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. (B)(6). The mesh removal surgeon is: (B)(6). Block h6: patient codes e2330, e2314, e1309, e2328 and f1903 capture the reportable events of pain, fistula, urinary retention, obstipation, and total mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 has been updated based on information received february 25, 2022.

Event description:
It was reported to boston scientific corporation that an advantage system and gynemesh (model gpsl) were implanted into the patient on (B)(6) 2016 for vaginal vault prolapse and urinary incontinence. Exam under anesthesia noted uterus surgically absent, vaginal cuff intact, no palpable adnexal masses. Laparoscopy findings included grossly normal abdominal survey, normal bowel and appendix, normal right fallopian tube and ovary. Cystoscopy showed normal bladder mucosa without evidence of suture or injury, jets visualized from bilateral ureteral orifices. After the implantation, the patient developed pain, urinary retention and obstipation. On (B)(6) 2020, the patient underwent a sling revision, cystoscopy, and posterior repair for rectocele and complication of implanted vaginal mesh. After dissection to locate the sling, it was noted to be tethered to the obturator fascia and further dissection was performed. After cutting the sling just lateral to midline, excision of scar tissue was performed. However, the surgeon came upon tissue that appeared to be digitations underneath adventitial tissue and was concerned about the presence of a urethral vaginal fistula. Cystoscopy was then performed which showed no evidence of defect within the urethral lumen; there was one indentation but no evidence of direct communication with the vaginal findings. Cystoscopy of the bladder showed no evidence of fistula, erosions, abnormal masses or vascular pattern. The procedure then continued with the vaginal repair. The left side of the sling was removed and there was no evidence of communication with the bladder or urethra. The digitations present were excised using a bovie and the tissue was reapproximated. Upon completion of the posterior repair and perineoplasty, the patient was taken to the pacu in stable condition. On (B)(6) 2020, the patient underwent a perineoplasty and an exploratory cystoscopy for perineal pain and sinus tract. Findings included enhanced scar of the perineal area with localized 2mm defects along the incision line of the prior perineal repair. There was no drainage or purulent material. A diamond- shaped mucosal area was marked, infiltrated with 0.25% marcaine with epinephrine, and incised with a knife. Incision from the perineal body to superior aspect of the defects; this portion of vaginal mucosa overlying the central defect was excised. The vaginal mucosa showed significant enhanced scarification of the rectovaginal fascia. Removal of the scar left a defect that was closed with a running 2.0 vicryl. The perineum was then closed in the usual manner with submucosal and subcutaneous stitches using a 3.0 vicryl. After closure of the perineum, excellent basal support, no firm scar and a normal sized vaginal introitus was confirmed. Following the procedure, hemostasis was reconfirmed. The bladder was drained with a red rubber cath. Sponge count and needle count at the end of the procedure were correct. The patient tolerated the procedure and was transferred to the recovery room in stable condition. Pathology of the perineal inflammatory tissue was perineal inflammatory tissue, debridement: fragments of skin with predominantly chronic perivascular inflammation and focal hemorrhage. On (B)(6) 2020 the patient underwent perineoplasty and cystoscopy for the preoperative diagnoses of perineal wound dehiscence and incontinence of urine and air. The perineum was noted to have 2 mm defect that was associated with a underlying nodular structure. There was no further purulent material draining from the site. An incision from the perineal body to the apex of the rectocele was made and this portion of vaginal mucosa overlying the central defect was excised. The vaginal mucosa was further dissected off the rectovaginal fascia. The mucosa was retracted with the lone-star hooks. The underlying muscularis tissue was then examined and reapproximated with several interrupted plain gut sutures. The repair was done to bring the tissue back together under no tension. Once the underlying tissue was reapproximated, the perineal body was reapproximated. The area was irrigated with a polymyxin solution several times while performing the closure. Prior to tying the ends of the sutures, the stitch was moved back and forth to assure extraction in the next 7 to 10 days. The vaginal mucosa was sent for tissue culture. Cystoscopy was used to examine the patient's urethra and bladder. There was no evidence of any defects within the bladder but the midline of the trigone and bladder looks somewhat elevated as if a prior sacral colpopexy mesh have been placed. Upon extraction the urethra was examined and there was no evidence of sling erosion. Following the procedure, hemostasis was reconfirmed. The vagina was not packed. The foley catheter was replaced. Sponge count and needle count at the end of the procedure were correct. The patient tolerated the procedure and was transferred to the recovery room in stable condition. The patient continued to have pain as well as urinary incontinence and was diagnosed with a urethral fistula. On (B)(6) 2021, the patient underwent urethrovaginal fistula repair. During the procedure, the fistula was located 2 to 3 mm from the external urethral meatus. The physician noted significant but well healed scar furcation and redundant tissue on the posterior edge of the fistula. The fistula was repaired using a u flap and remnants of scar tissue were removed. As the dissection proceeded, it was noted that the fistula contracted and the edges inverted. Additional dissection was done and the physician proceeded with closure. The patient had previous inflammatory reactions to vicryl sutures and therefore pds was used. Several 4-0 pds sutures were placed to reapproximate the posterior and anterior edge of the fistula and then subsequently tied down. A watertight test was performed 3 times in order to confirm closure of the site. Once this was done the second layer was closed in a perpendicular fashion, vertical interrupted 4-0 pds. The final closure was done with putting the flap back in place with interrupted sutures in a mattress fashion. Excellent hemostasis was noted throughout the procedure although they did use gelfoam to hold pressure and improve hemostasis. A 30 degree cystoscopy was then used to visualize the bladder and urethra. There was no evidence of perforation, the ureters were patent, and the trigone was well elevated. The urethra was observed to be free of inflammatory tissue and the length of the urethra looked well approximated. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. She was discharged home with a foley catheter for 14 days. Additional information as of february 25, 2021: it was reported to boston scientific corporation that the patient had surgeries to repair erosion on (B)(6) 2020, and (B)(6) 2021. Additional information received on may 17, 2022: the patient was implanted with an advantage system device during a laparoscopic abdominal sacrocolpopexy, right salpingectomy, retropubic midurethral sling and cystoscopy procedure on (B)(6) 2016. The procedure was completed with no patient complications. On (B)(6) 2021, the patient returned with a history of similar voiding dysfunction symptoms and incontinence after being dry for which the patient decided to proceed with removal of the sling and possibly replacement. Preoperative diagnoses: recurrent incontinence without sensory awareness. Pelvic pain. Prior sling with mesh. On the same day, the patient underwent sling revision/excision of urethral erosion, urethroplasty and cystoscopy. During the procedure, the suburethral area appeared thin and there was some granulation tissue present, however, the physician did not palpate the prior sling and was concerned that the sling was not located in its correct location. Cystoscopy showed normal bladder; however, a urethral erosion was recognized in mid to distal urethra. At that time, the physician prepared for a mesh excision and urethroplasty. Eua (examination under anesthesia) of the ureters also showed pyridium stained urine. The patient tolerated the procedure and was transferred to the recovery room in stable condition. There were no patient complications after the procedure.

Manufacturer narrative:
Additional information: blocks b5, h6: patient codes and h6: impact codes. Correction to block g2. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) the mesh removal surgeon is: (B)(6) block h6: patient codes e2330, e2314, e1309, e2328, e2326, e2326, e1715, e2006 and e2015 capture the reportable events of pain, fistula, urinary retention, obstipation, inflammation, scar tissue, erosion and thinning of suburethral tissue. Impact codes f1903, f1905, f1901, f2303 capture the reportable events of mesh revision, total mesh removal, perineoplasty and urethroplasty, and "pyridium stained urine." Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system and gynemesh (model gpsl) were implanted into the patient on (B)(6) 2016 for vaginal vault prolapse and urinary incontinence. Exam under anesthesia noted uterus surgically absent, vaginal cuff intact, no palpable adnexal masses. Laparoscopy findings included grossly normal abdominal survey, normal bowel and appendix, normal right fallopian tube and ovary. Cystoscopy showed normal bladder mucosa without evidence of suture or injury, jets visualized from bilateral ureteral orifices. After the implantation, the patient developed pain, urinary retention and obstipation. On (B)(6) 2020, the patient underwent a sling revision, cystoscopy, and posterior repair for rectocele and complication of implanted vaginal mesh. After dissection to locate the sling, it was noted to be tethered to the obturator fascia and further dissection was performed. After cutting the sling just lateral to midline, excision of scar tissue was performed. However, the surgeon came upon tissue that appeared to be digitations underneath adventitial tissue and was concerned about the presence of a urethral vaginal fistula. Cystoscopy was then performed which showed no evidence of defect within the urethral lumen; there was one indentation but no evidence of direct communication with the vaginal findings. Cystoscopy of the bladder showed no evidence of fistula, erosions, abnormal masses or vascular pattern. The procedure then continued with the vaginal repair. The left side of the sling was removed and there was no evidence of communication with the bladder or urethra. The digitations present were excised using a bovie and the tissue was reapproximated. Upon completion of the posterior repair and perineoplasty, the patient was taken to the pacu in stable condition. On (B)(6) 2020 the patient underwent a perineoplasty and an exploratory cystoscopy for perineal pain and sinus tract. Findings included enhanced scar of the perineal area with localized 2mm defects along the incision line of the prior perineal repair. There was no drainage or purulent material. A diamond- shaped mucosal area was marked, infiltrated with 0.25% marcaine with epinephrine, and incised with a knife. Incision from the perineal body to superior aspect of the defects; this portion of vaginal mucosa overlying the central defect was excised. The vaginal mucosa showed significant enhanced scarification of the rectovaginal fascia. Removal of the scar left a defect that was closed with a running 2.0 vicryl. The perineum was then closed in the usual manner with submucosal and subcutaneous stitches using a 3.0 vicryl. After closure of the perineum, excellent basal support, no firm scar and a normal sized vaginal introitus was confirmed. Following the procedure, hemostasis was reconfirmed. The bladder was drained with a red rubber cath. Sponge count and needle count at the end of the procedure were correct. The patient tolerated the procedure and was transferred to the recovery room in stable condition. Pathology of the perineal inflammatory tissue was perineal inflammatory tissue, debridement: fragments of skin with predominantly chronic perivascular inflammation and focal hemorrhage. On (B)(6) 2020 the patient underwent perineoplasty and cystoscopy for the preoperative diagnoses of perineal wound dehiscence and incontinence of urine and air. The perineum was noted to have 2 mm defect that was associated with a underlying nodular structure. There was no further purulent material draining from the site. An incision from the perineal body to the apex of the rectocele was made and this portion of vaginal mucosa overlying the central defect was excised. The vaginal mucosa was further dissected off the rectovaginal fascia. The mucosa was retracted with the lone-star hooks. The underlying muscularis tissue was then examined and reapproximated with several interrupted plain gut sutures. The repair was done to bring the tissue back together under no tension. Once the underlying tissue was reapproximated, the perineal body was reapproximated. The area was irrigated with a polymyxin solution several times while performing the closure. Prior to tying the ends of the sutures, the stitch was moved back and forth to assure extraction in the next 7 to 10 days. The vaginal mucosa was sent for tissue culture. Cystoscopy was used to examine the patient's urethra and bladder. There was no evidence of any defects within the bladder but the midline of the trigone and bladder looks somewhat elevated as if a prior sacral colpopexy mesh have been placed. Upon extraction the urethra was examined and there was no evidence of sling erosion. Following the procedure, hemostasis was reconfirmed. The vagina was not packed. The foley catheter was replaced. Sponge count and needle count at the end of the procedure were correct. The patient tolerated the procedure and was transferred to the recovery room in stable condition. The patient continued to have pain as well as urinary incontinence and was diagnosed with a urethral fistula. On (B)(6) 2021, the patient underwent urethrovaginal fistula repair. During the procedure, the fistula was located 2 to 3 mm from the external urethral meatus. The physician noted significant but well healed scar furcation and redundant tissue on the posterior edge of the fistula. The fistula was repaired using a u flap and remnants of scar tissue were removed. As the dissection proceeded, it was noted that the fistula contracted and the edges inverted. Additional dissection was done and the physician proceeded with closure. The patient had previous inflammatory reactions to vicryl sutures and therefore pds was used. Several 4-0 pds sutures were placed to reapproximate the posterior and anterior edge of the fistula and then subsequently tied down. A watertight test was performed 3 times in order to confirm closure of the site. Once this was done the second layer was closed in a perpendicular fashion, vertical interrupted 4-0 pds. The final closure was done with putting the flap back in place with interrupted sutures in a mattress fashion. Excellent hemostasis was noted throughout the procedure although they did use gelfoam to hold pressure and improve hemostasis. A 30 degree cystoscopy was then used to visualize the bladder and urethra. There was no evidence of perforation, the ureters were patent, and the trigone was well elevated. The urethra was observed to be free of inflammatory tissue and the length of the urethra looked well approximated. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. She was discharged home with a foley catheter for 14 days.